Event description:
The manufacturer received information regarding a rep dreamstation auto bipap device was returned to a third-party service center with information alleging patient received the refurbished device. There was no report of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles/foam particles were observed. There were three error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation. Device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.